Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 6 for the same event. It was reported from (B)(6) that during an open reduction internal fixation (orif) tibial plateau surgical procedure, it was observed that the small battery drive device would not start when used with a fully charged battery device. It was reported that five different battery devices were used with the small battery drive device, but the device would still not run. It was further observed that the battery devices were not charging properly after being used with the small battery drive device and the small battery drive device was suspected of blowing the fuses of the five battery devices. It was reported that there was a five minute delay in the procedure due to the event as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device would not start and is suspected of blowing the fuses of five batteries was confirmed. An assessment was performed and it was observed that the device failed pretest for check off/oscillation/on switch mode function. It was further observed that the unit blew the fuses in the batteries, the unit runs intermittently only in forward direction with the battery, and the control coupling was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be component damage due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.